Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had his battery replaced on (B)(6) 2018 and a follow up from that replacement on (B)(6) 2018. It was noted that the patient was getting goodcoverage and was very happy, no complaints or adjustments to his stimulator were needed. The old battery was discarded by the customer. The patient does not have any follow ups scheduled to date and the original complaint has been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient has been trying to charge his implant, but it won¿t charge. He also noted that he can¿t turn it on, and there was no telemetry with recharging. The last time that the patient was able to successfully charge his device was 6 months prior to the report. The patient was redirected to his health care provider for a possible jump start. There were no patient symptoms reported. Additional information received from healthcare professional (hcp), via a manufacturer representative (rep), and the patient. The hcp notified the rep that the patient will be scheduled for an ins replacement. Per the hcp, the patient said their ins had been dead for a while. It was noted that surgical intervention was planned. No further complications were reported.